Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas and left a message with the answering service claiming that the pump's date and time kept resetting. No additional information was provided. Customer support made several attempts to reach the patient to obtain additional information regarding the alleged issue and to review the subject pump; however, were unable to reach her.

Manufacturer narrative:
(B)(4): during evaluation the pump was unable to maintain the time and date upon removal of the battery. Pump history from the date of the event was unavailable due to being overwritten. The pump was able to keep time accurately while remaining powered on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.